Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation (af), a farawave catheter was selected for use. There were no abnormalities noted during preparation, no issues with flushing the catheter. Upon initial deployment, the splines were observed to be facing forward (out of plane) in flower shape, despite manipulation of the device. It was not possible to return to a closed position, the catheter remained in basket shape. The original device was used to complete the procedure without patient complications. Difficulty was experienced when withdrawing the catheter. The merit j guidewire had been advanced past the catheter during deployment/undeployment. The device will not be returned for analysis.